Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm in the cardiology department. There was a patient involved and the event occurred during delivery (volume, delivery rate and medication unknown). There was no patient injury, medical intervention, symptom, or adverse event and the device was swapped and the therapy was completed. No additional information is available.

Manufacturer narrative:
The customer also reported "damaged latch switch sensor". (B)(4).

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'damaged latch switch sensor, system error 320' alarms which was reproduced as a system error 320 - latch switch error alarm at power up. System error 320 - latch switch error were verified through a review of the event history log and found to be caused by a damaged upper latch switch. The upper auxiliary assembly, containing the upper latch switch, replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.